Manufacturer narrative:
Blank display anomaly noted. Problem isolated to lcd board.

Event description:
The customer reported via phone call that the insulin pump had a blank screen. The issue was not resolved after troubleshooting. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.